Event description:
The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2013. She reported that on (B)(6), her blood glucose was 349ml/dl at 2:10pm, and 324mg/sl at 10:18pm. On (B)(6), her blood glucose was in the normal range throughout the day. She activated a new pod at 11:35pm. She reported the following history for (B)(6): time: 3:04am, blood glucose: 323mg/dl, bolus: 4.05u; 9:42am, 405mg/dl, 8.55u, carbohydrate: 40g; 12:30pm, 500mg/dl, 12.30u, 92g, 2:41pm, 500mg.dl, 4.90u. She stated that she was hospitalized between 3:00pm and 4:00pm with symptoms of diabetic ketoacidosis and trace ketones. At 9:46pm, her blood glucose was 295mg/dl, and she was given a 15u bolus of quick-acting insulin, as well as an insulin drip. She also gave herself a 3.50u bolus. At 11:28pm, the pod was deactivated. She remained in the hospital until (B)(6). She gave the pod to the diabetes educator at her doctor's office.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250mg/dl mean high blood glucose (hyperglycemia). If you get results above 250mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250mg/dl, follow the treatment advice of your healthcare provider," and, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises, "to treat dka: once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250mg//dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."